Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, it was noted visible grease residue was on the modules when the kit was opened. The anesthetized patient was woken up as the surgeon did not want to use the set. The set was washed and scrubbed until no grease residue was visible and it was then re-sterilized. Upon checking the kit, the grease residue reappeared and could be seen oozing from the module under the microscope. Swabs of the grease residue were taken and the cultures produced no growth; the substance was analyzed to be non organic. The module was then washed, scrubbed with ultrasonic wash to disperse any oil and sterilized, but the grease residue still remains. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Narrative: device was used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.